Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had stuck button alarm. Customer's blood glucose level was 84 mg/dl at the time of incident. Troubleshooting was assisted. Customer stated that the red light is still flashing and insulin pump is still alarming. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response during testing due to corroded keypad traces. Unable to perform displacement test due to unresponsive buttons.